Manufacturer narrative:
E1: reporter information: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent internal battery failed alarm in the device event log. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) found the battery failed alarm during periodic maintenance completed on 21oct2024. The asp replaced the lithium-ion backup battery as a preventative measure. Following the replacement of the backup battery, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.